Event description:
A customer observed negatively biased dgxn and phyt results on quality controls samples on the vitros 5,1 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
The investigation has concluded that the negatively biased dgxn and phyt results are instrument related. Following the optimization to the immunowash assembly by the ocd field engineer, acceptable performance has been obtained. The root cause of the event is instrument related.